Event description:
It was reported to fresenius that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. In additional follow-up, details about the event were obtained from a pd nurse. It was reported the patient was experiencing symptoms of abdominal pain. On (B)(6) 2022, the patient went to the hospital and was admitted. During the hospitalization, the patient had a pd culture obtained which generated growth of the bacteria staphylococcus epidermis. The patient was treated with antibiotic therapy (unknown medication). At the time follow-up was completed, the patient remained hospitalized. The patient was transitioned to hemodialysis for renal replacement needs and it was reported the pd catheter (not a fresenius product) would be removed. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange.